Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During variax elbow surgery, the surgeon was bending the distal part of plate using the bender. Part of the k-wire hole and the distal screw hole were cracked. Therefore, the surgeon changed the plate to another size plate and completed the operation.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is broken could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage was caused by bending the plate. In the op-tech. For variax it is stated: ¿¿the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.¿ [original statement] in the IFU pp_v15013_j non-active implant it is stated: ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During variax elbow surgery, the surgeon was bending the distal part of plate using the bender. Part of the k-wire hole and the distal screw hole were cracked. Therefore the surgeon changed the plate to another size plate and completed the operation.